Manufacturer narrative:
Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. During a routine generator change due to elective replacement indicator (eri), the physician attempted to test the ra lead but got no capture at max output. Patient was occluded when venogram was performed. Physician decided to leave the ra lead and continue with generator change since patient was used to single chamber pacing having being in vvi for quite some time before this. The patient had very slow sinus rate around twenty five beats per minute (bpm) and escape ventricular rate in the forties. The ra lead did sense and had normal impedance. The ra lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: addrl1 ipg; implant date: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. The ra lead was reprogrammed to single chamber vvi pacing. The patient experienced bradycardia and occlusion. The ra and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected g3 field from previous follow-up report 001 was omitted. The omitted date should have been (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.